Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. A supplemental will be submitted with evaluation results.

Event description:
It was reported by customer that upon removal of needle from patient they pulled down on the plastic piece to engage safety on needle however the safety guard didn't engage. The needle poked into the glove but didn't touch or break the skin. No other information provided, at this time.

Manufacturer narrative:
H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of safety mechanism failure was confirmed and the cause appeared to be supplier-related. The product returned for evaluation was one 21ga safety introducer needle. Usage residues were observed throughout the sample. The plastic safety mechanism collar was detached from the needle; however, the metal safety clip remained at the proximal end of the needle. Microscopic inspection of the sample revealed adhesive material extending from the luer onto the needle shaft. More adhesive was visible deposited on the needle shaft and safety clip. The initial failure of the safety to advance appeared to be caused by excess adhesive bonding the safety clip to the needle shaft. That adhesive deposition occurred during device assembly. The device is a supplied component and the supplier has been notified of this event.